Manufacturer narrative:
The reported event was "lead was explanted and replaced for unknown reasons". As received, a complete lead was returned in one piece. Visual and x-ray examinations of the lead found no anomalies. Electrical testing found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a generator exchange. The patient's pacemaker and right ventricular lead was explanted and replaced for unknown reasons. No patient consequences were reported.